Manufacturer narrative:
(B)(4).

Event description:
E-mail received from the sales rep reported: "complaint was from the np, who saw the patient in clinic. She followed all prescribed techniques (as trained by me and (B)(4)) on separate occasions. Unfortunately, she couldn't get an accurate indication; she got a reading of 2, 4, 5. Since the kid is essentially a new born she could see the valve housing through the scalp so she felt she was pretty accurate in positioning. Additionally, they couldn't really determine the setting via x-ray, she said the setting looks like an 1 but doctor had it programmed to 2. Basically she is concerned and frustrated with this outcome and how they are going to overcome this issue since they were already trained twice. The staff wasn¿t aware this patient was coming in today so they didn't schedule for me to be there to support the procedure". (B)(4).